Event description:
It was reported by a family member that the patient's lead came loose. The doctor's office confirmed that the atrial lead became dislodged and was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.